Manufacturer narrative:
(B)(4) other (stent damaged during procedure). Evaluation, results: (severely calcified stenosis), (force applied). Conclusions: (severely calcified stenosis), (force applied).

Event description:
A 2.50mm x 14mm endeavor resolute rx drug-eluting stent was inserted into a patient for treatment of a very hard, severly calcified, circumflex lesion. It is reported that force was applied in attempt to advance the device through the severly calcified stenosis. This attempt failed and the device was removed from the patient. On removal of the device from the guide catheter, the stent was partially off the balloon. Another brand drug-eluting stent, of the same diameter, had also previously failed to cross the lesion. Patient status is reported to be ok, post procedure. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing site for evaluation. The stent was returned off the balloon. Three stent segments at one end were still intact with the remaining segments stretched and deformed. The distal tip was slightly flared indicating that it may have been stubbed.